Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away on (B)(6) 2020. The caller reported that the customer was deceased in hospital due to diabetes ketoacidosis and hyperglycemia. Blood glucose level at the time of event was unknown mg/dl. Customer declined troubleshooting. The device is not expected to return for analysis.